Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative informed site on troubleshooting steps if the issue was observed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure navigation system could not locate imaging system trackers but was able to locate patient reference frame. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.